Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, something like loose blue threads was found inside a tube.

Manufacturer narrative:
H6: investigation summary bd received one samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, something like loose blue threads was found inside a tube.